Event description:
It was reported that the customer had normal blood glucose levels of 104 mg/dl. The customer reported that the insulin pump alarmed no delivery. Troubleshooting was done. The customer was advised to push insulin slowly from the reservoir with a plunger. The customer reported that insulin did not exit. The customer was advised to try a new reservoir with the infusion set. The customer reported that insulin did exit. The customer was advised to return the reservoir of the insulin pump. No additional information was provided.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.